Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration that required medical intervention cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 67-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2021. On (B)(6) 2025, the patient's spouse informed novocure that the patient had fallen on (B)(6) 2025, sustaining a scalp laceration that required sutures. Optune gio therapy was temporarily discontinued. The spouse noted that the device did not contribute to the fall. On (B)(6) 2025, the prescribing physician stated that the patient did not experience any injuries as a result of the fall, no treatment was necessary, and the event was not related to optune gio therapy.